Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation the pulse generator exhibited a diagnostics anomaly. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.